Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for peripheral neuropathy and spinal pain and had a medical history of post laminectomy. It was reported that the patient experienced an occasional achy feeling around the implantable neurostimulator (ins) and an electrical zap. There were no contributing factors reported and no actions/interventions taken. For troubleshooting, the rep interrogated the ins and impedances were within normal range. The rep noted that the issue was resolved at the time of the report because the symptoms goes away quickly. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had achy pain near the battery site that was intermittent and had occurred in the past. It was noted that it was note related to the settings. The patient had not felt any stimulation, was charging a lot less, and had stable pain control that was a little better than the original settings. No further complications were reported/anticipated.